Event description:
Additional information received indicates the pacemaker was explanted and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead and pacemaker exhibited high pacing impedance. No changes or intervention was performed. The patient condition was unknown.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests indicated normal device functionality. Lead connector and impedance tests were performed with normal results. Longevity assessment found the device was operating above elective-replacement level with appropriate remaining longevity. There were no device anomalies found that would have contributed to the issues reported from the field.